Event description:
It was reported that the storage of the atrial fibrillation burden data does not match the atrial histogram on the device. It was noted that programmer data has more than one year of data, yet the device only holds the data for one hundred ninety four days which makes it confusing to track. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.